Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she keeps receiving calibration errors on her sensor and that the disparities between her sensor glucose readings and blood glucose readings are harmful to her diabetes treatment. The patient stated that her sensor glucose readings would be much lower than her blood glucose, which has sometimes been within the 300 mg/dl and 400 mg/dl ranges. The customer was advised to change site and sensor, but she stated that she will attempt to calibrate the sensor within an acceptable range of difference. Customer asked for other places to insert and she was advised to consult her health care provider about that. No products were shipped or returned.